Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia on (B)(6) 2026 with the highest blood glucose level of 290 mg/dl. The patient stated that the infusion set cannula was bent, and symptoms were noticed more than three hours after insertion. The infusion set had been in use for fewer than 72 hours and was inserted in the abdomen. The patient treated the elevated glucose with a correction bolus via the pump and a manual injection. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.